Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when reprogramming the patient, the connectivity and impedance check was completed, 0-7 lead contacts showed all electrodes red and out of range impedances. It was additionally reported that the patient had a fall a week and a half ago, as well as a fall three weeks ago. The patient made an appointment to meet with a hcp. The issue remained unresolved at the time of the report.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead, product ID: 977a260, lot# serial#: (B)(6), implanted: on (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient reported that the cause of the lead not working was unknown at this time due to covid-19 delaying replacement. The patient reported that the mrsa test was negative but positive for staph non-resistant treated ¿topically¿ and clear. The patient noted that the surgeon routinely did nasal swabs. The patient reported that there was no correlation to falling or back injury, no visual on CT, MRI and back and total body x-ray. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4).implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4).implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2015 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient wanted to be reprogrammed to see if it would help the pain as his pain had moved. Patient stated the pain moved on monday. Patient stated he had a full body x-ray and it showed that showed his new problems not just the l4 problem. Patient stated he had scoliosis where almost the whole spinal cord had to be maybe be fused, and mentioned that the pain had moved on in the sacral region more than the lumbar. During the call, patient stated he was sent a cord a couple weeks ago. Additional information was received from the patient. The patient reported that degeneration of the spine led to scoliosis. The patient noted that the mayo clinic said to check with a manufacturer¿s representative (rep) to see if anything could help. The patient reported that the rep found out that one lead wasn¿t working. The patient was waiting for replacement. The patient later reported that it just wasn¿t l5 ¿ s2, it was basically the whole spine had degenerated and scoliosis had occurred. The patient contacted a rep who found out one lead was not functioning at all. The rep tried to get the one lead that was functioning and the rep readjusted as hard as she could to cover the one side. The patient made an appointment with their doctor and the recommendation was to replace it. The patient reported that he had a mrsa test done and it came back positive.no further complications were reported.

Event description:
Additional information was received from the patient. They reported that a wire had broken from their original implantable neurostimulator (ins) that was implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient reporting they were no known cause of the broken wire, and the issue has not been resolved. Patient adds they are waiting on final agreement.